Manufacturer narrative:
The original equipment manufacturer¿s investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed via telephone by the nurse coordinator at the user facility that the evis exera iii video processor was having a no image issue during preparation for use of a diagnostic mini bronchoalveolar lavage procedure. The issue occurred with 180 series sigmoidoscopes and video connector cables with the 180 series type connector, however, the 190 series scopes worked fine. The user facility was also using provation system. The intended procedure was completed using another like video processor as another cart/tower was brought into the room. No patient injury or harm was reported. After the procedure, the sales representative assisted the user facility with troubleshooting. The cables between the video processor and other equipment were disconnected, and reseated; then the image was normal. The issue was resolved and no device will be returned.

Manufacturer narrative:
This report is being supplemented to provide additional information and to update h6 investigation conclusions to a more appropriate code based on the legal manufacturer's final investigation. The event of no image is likely attributed to misconnection of the device, not the device failure. The following description is stated in the instruction manual. This may have prevented the . "Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result." A review of the device history record, trending and history of the device found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.